Event description:
It was reported that the minicap had an inadequate amount of iodine. The event occurred before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 04/11/2014 and 04/17/2014. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.